Manufacturer narrative:
Catalog number updated form 07c18-35 to 07c18-34. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
Manufacturer site on followup report of a.i.d.d longford, lisnamuck, co. Longford, longford na, irl, was incorrect. The corrected manufacturer site is abbott ireland, diagnostics division, finisklin business park, sligo na, irl. On site instrumentation review indicated no issues with assay calibration or quality control sample and no particular anomalies were identified. Daily maintenance had been completed, however weekly maintenance was deemed to be substandard. The ticket searches determined normal complaint activity for the likely cause lot. The complaint trending report review determined that there is no non-statistical or adverse trend for the issue for the product. Historical performance in the field of the reagent lot using world wide data was evaluated. The patient median result for the lot is comparable with all other lots in the field and confirms no systemic issue for the lot. A review of the product quality history for the lot number using search of the corrective and preventive actions system did not identify issues associated with the customer observation. Labeling was reviewed which adequately addresses the current issue. A product deficiency was not identified.

Manufacturer narrative:
This report is being filed on an international product list (B)(4), that has a similar us product distributed in the us, list (B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated false positive architect anti-hbs (24.96 miu/ml) on a patient who tested roche method (B)(6) and seimens method (B)(6). The patient tested anti-hbs (B)(6) in (B)(6) 2018. No impact to patient management was reported. The ethnicity and race of the patient were not provided.